Manufacturer narrative:
The device was not in clinical use at the time of the event. There was no report of patient or user harm. An authorized service personnel (asp) was dispatched to the customer site, and it was determined that the power switch overlay needed to be replaced to return the device to working condition. The asp replaced the power switch overlay to resolve the reported issue. The device passed performance verification testing.

Manufacturer narrative:
Date of report: 25sep2021. (B)(6).

Event description:
It was reported to philips that the device had an alarm led (light-emitting diode) failure. Clinical usage is currently unknown but requests for further information have been made. There is no report of patient or user harm.